Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> review of the provided photos confirmed there were faint markings on the polished surface of the tray transposed from the in embossed markings on the protective cover. Upon physically receiving both the protective cover and tibial tray, it was noted that the complaint samples had undergone decontamination involving an autoclave cycle and ethylene oxide wipe down. Therefore, any residue left behind from the reported event would have been removed before any analysis could be performed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka for oa with the tibial tray in question. During the surgery, the surgeon found fingerprint-like marks and traces of protective covers on the tray surface. The surgeon felt it unclean and used another one. The surgery was completed successfully and there was less than 30min surgical delay. No further information is available.